Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscalculated the amount of food consumed, and delivered too large of a bolus resulting in a low blood glucose (bg) level of 49 mg/dl. The customer consumed glucose tablets to resolve the issue.